Event description:
It was observed during the device evaluation that the gastrointestinal videoscope auxiliary water channel had foreign objects and that the auxiliary water channel in the control unit was clogged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.